Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was reported to be malfunctioned. An attempt to obtain additional information from the field was unsuccessful. All available information suggests that this ICD still remains in service. No adverse patient effects were reported.